Event description:
7 yr old male with medical history of digeorges syndrome. Trancus arteriosus. Ventricular septal defect. S/p right ventricular outflow tract with 14mm homograft on 1/15/90. Required explant on 8/14/96 due to stenosis. Operative report notes aortic homograft was totally calcified and when opened the leaflets were fixed in the semi-open position. A #21 pulmonary homograft was used for the right ventricular outflow tract repair.